Event description:
International affiliate reports that during a lumbar canal stenosis case, the surgeon found difficulty inserting the mis cannulated x-tab screw due to the patient¿s hard bone but continued to insert the screw when its head broke off from the shank. The surgeon decided to leave the broken shank in the patient and completed the operation. The broken screw head and the concomitant device viper polyaxial driver became stuck together and could not be separated.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mis cannulated x-tab screw was returned for evaluation. Visual inspection revealed that the screw head had been dislodged from the screw shank. The shank was not returned for evaluation as the surgeon decided to leave it implanted. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mis poly x-tab reduction screw 7x50mm was conducted on the product family from this complaint file because of a similar top loading geometric design and functionality of the tulip head. This analysis was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the screw shank becoming dislodged from the screw¿s tulip head cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in the screw shank becoming dislodged from the screw¿s tulip head. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further complaint action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.